Event description:
It was reported that during a lap liver resection sigmoidectomy procedure, a 6x4 swab was passed through the trocar and the duckbill seal came away from the trocar and entered the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.